Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a3a a4 b3 b5 d1 d4 g1 h6. Continued d4 additional serial number: (B)(6) (reported number does not populate.)

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen on (B)(6) and (B)(6) of 2021 using the cooladvantage elite c150 system applicators, who may have developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to an unspecified area and may have developed paradoxical hyperplasia.